Event description:
The customer tested her blood glucose using a non-bayer meter and received readings of 58 and 59 mg/dl. She retested using her contour usb meter and received a reading of 99mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.